Event description:
It was reported that when the patient presented in clinic for a follow up, episodes for high ventricular rate were noted upon interrogation. It appeared there was noise being sensed on ra and rv leads. The noise was reproducible with positional changes. The patient will be scheduled for follow-up. There is no further information available at this time.